Event description:
Elective lap-assisted right hemicolectomy performed. A week later - patient returned with perforation at anastamosis site after doing poorly. Resection, repair and ileostomy done. Prolonged hosp with renal failure on ventilator. Stapler suspected.